Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 35 mg/dl at the time of incident and current blood glucose was 334 mg/dl. The customer treated their low blood glucose with juice and graham crackers. Based on customer report customer does not allege pump was over delivering. The customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. The insulin pump will not be returned for analysis.